Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and low r waves. The lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.